Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to power on) was confirmed.  Upon investigation the monitor was unable to fully power on.  The cause for the failure was isolated to a shorted sd card. The monitor was also contaminated. The root cause for the shorted sd card could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.